Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired an infection following an implant. The incision site opened while the patient was hospitalized for pneumonia. The patient was provided with IV antibiotics. The patient hopes to be re-implanted after the infection is resolved and she is fully recovered. There were no reports of further complications.